Event description:
Customer reported experiencing past low blood glucose (bg) events, particularly routine nightly lows, though the cause of these lows remained unidentified. Lowest bg levels reached the 50s mg/dl, occasionally dropping below 54 mg/dl, though exact values and dates were unspecified. Customer addressed low bg by consuming "sunny d" and peanut butter crackers. Control-iq feature was active on the pump. Technical support advised the customer to consult their healthcare provider to discuss factors affecting bg levels.